Event description:
It has been reported to philips that, system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system will not start. Rse checked remotely and found that all the systems were started including fvpc without having any problem. Rse found problem may have been caused by a software process in the host computer. The logfile analyses of the provided logging does not contain ¿system not start¿ malfunction. Rse instructed to customer to shut down and restart system. After restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After restart the system issue was resolved. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.